Event description:
"Spectra apheresis system was repaired by gambro equipment service technician. Repair was replacement of cracked centrifuge housing. Equipment was used properly the following day. At start of procedure (approx 09:25) equipment alarmed, indicating blood spill in centrifuge chamber. Tubing in centrifuge chamber was broken, causing blood leakage. Procedure terminated. Patient, on ECMO circuit, experienced a minimal (50 - 100 ml) blood loss. No other patient harm occurred. Upon examining equipment, two tabs were noted in the horizontal round opening of the centrifuge housing. These tabs are not on the other, identical, apheresis machines. It appears that one of these tabs had contact with the tubing and the friction that occurred with the movement of the tubing within the centrifuge caused the tubing to break. No further treatment of the patient related to this incident was required. The patient underwent the ordered apheresis procedure with another apheresis machine.====================== manufacturer response for spectra apheresis system, spectra apheresis system======================manufacturing isuue the two tabs were noted in the horizontal round opening of the centrifuge housing. These tabs are not on the other, identical, apheresis machines. It appears that one of these tabs had contact with the tubing and the friction that occurred with the movement of the tubing within the centrifuge caused the tubing to break.